Event description:
Livanova deutschland has received a report that a 3t heater cooler presented displayed an error related to blocked or too slow pump (ee7) on patient side during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. The livanova field service representative in charge found the unit removed from service and he attempted to complete an operational check. The livanova field service representative in charge found the stirrer motor sticking. Replaced the motor and subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Most likely root cause of the reported event can be traced back to an early failure of the circulation motor.

Event description:
See initial report.